Event description:
A report was received that the patient had developed an infection at the ipg site. The site had full of pus and abscess, it looked wet, and it was leaking. The patient was prescribed antibiotics and the wound incision was cleaned up. The physician believed that the infection was not device related, but believed to be procedure related being patient was non-compliant on the recommended wound check and on the taken antibiotics. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot #: 17200851, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.